Event description:
On (B)(6) 2013, the patient¿s healthcare provider/reporter contacted animas on behalf of the patient to check the status of the animas replacement insulin pump. The replacement pump reportedly was delivered on (B)(4) 2013 at 1:47 pm. The reporter indicated that the patient was in the hospital for treatment since she could not use her insulin pump at the time of concern. There was no information about the type of treatment the patient received. It was noted that the patient¿s animas pump was requested back for investigation for a power issue. Animas has made 3 attempts to contact the patient for more information but has not been able to reach the patient. A letter was sent to the patient, requesting a callback. This complaint is being reported because the patient required hospital treatment suggestive for acute complication of diabetes after the patient could not use the subject pump due to power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.